Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had two episodes where they had numbness in their leg and lost complete control and fell (the second episode occurred on (B)(6) and the first one in 2014). The most recent time this happened the patient was in the hospital for five days and the manufacturer¿s representative (rep) came to check stimulation out and assured the patient that everything was fine. At the time of the report the patient had the implantable neurostimulator (ins) off and was fearful that it would happen again. The healthcare provider (hcp) stated that the patient had mental health issues and the doctor told her she was crazy the last time this happened. The patient also felt that the device itself had moved in the right buttock, and she would frequently get the ins caught on a chair and would then have to push the ins back down. It was noted a fall could be related to this issue. She also had to readjust the device as the patient would flip or pull the ins out and pop it back in. It was noted the patient had lost about 10 pounds recently. The hcp later reported that records indicated that the patient had an MRI, CT scans, and other tests but could not find a cause of the leg numbness or the fall. The device was checked by the rep. But there was no indication of a problem with the stimulator. There was a concern of a mental health issue mentioned in the records. A referral was made for the patient to see a physician to have the device checked but so far records didn¿t indicate that appointment had been scheduled.